Event description:
The customer reported that: on (B)(6) between 9am and 9:15am, he changed some alarms settings on the main monitor c500. These changes were accepted by the c500, but were not transferred to the hand held monitor m540. To troubleshoot they made the same operation on the m540 and this time the changes were not reported on the c500. Failure of transfer the alarm settings between the c500 and the m540.

Manufacturer narrative:
Device investigation ongoing. Results will be reported in a follow up report.